Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The suspect clamp was returned to the manufacturer for evaluation. Visual inspection found that the retainer ring was missing from the tip of the adjustment screw. Resulting in the clamp being unable to open, but could close. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that, while outside of a procedure, the washer for the spine clamp was missing. The reported issue was discovered in sterile processing department (spd). No additional information was provided. There was no patient present when this issue was identified.